Event description:
Same case as MDR ID 2134265-2013-06386. It was reported that during preparation for a percutaneous coronary intervention, the rotawire became separated. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified proximal end of the left anterior descending artery. A 330cm rotawire was selected with a 1.50mm rotalink plus to be advance to the lesion. The rotational speed was set at 200,000 rpm for the functional test. During functional testing, it was observed that the rotawire got separated near the rota burr outside of the patient. It was also noted that the rotawire not being straightened could have contributed to the separation. The rotawire was then removed from the patient. Following the removal of the rotawire, the physician tried to replace the rotawire with another but a part of the rotawire remained inside the burr and was unable to be removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is good.

Event description:
Same case as MDR ID 2134265-2013-06386. It was reported that during preparation for a percutaneous coronary intervention, the rotawire became separated. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified proximal end of the left anterior descending artery. A 330cm rotawire was selected with a 1.50mm rotalink plus to be advance to the lesion. The rotational speed was set at 200,000 rpm for the functional test. During functional testing, it was observed that the rotawire got separated near the rota burr outside of the patient. It was also noted that the rotawire not being straightened could have contributed to the separation. The rotawire was then removed from the patient. Following the removal of the rotawire, the physician tried to replace the rotawire with another but a part of the rotawire remained inside the burr and was unable to be removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. No issues were noted with the unit¿s handshake connector during the connection of the device. An attempt was made to load a test guidewire onto the returned unit. Resistance was met in the annulus of the burr. A microscopic examination revealed that the burr annulus was misshapen. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu gives detailed instructions on the proper set up of the rotablator system and states: ¿verify that the guide wire tip is distal to the lesion and will not come in contact with the rotating burr". (B)(4).

Manufacturer narrative:
(B)(4).